Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was found to be fractured following a syncopal episode and head injury to the patient. X-ray showed the lead conductor to be fractured. A revision procedure was performed wherein the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.